Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms when connected to a pacing system analyzer (psa). The lead was an attempted implant. The physician elected to implant another lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the helix was retracted, dried blood/body fluid was noted in the helix mechanism up through the lumen and a cut in the lead lumen 260-268 millimeters from the terminal pin. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the cut in the insulation. The lead did not pass the helix mechanism test. The helix failed to extend, most likely due to dried blood/body fluid in the mechanism. Analysis was not able to confirm the reported clinical observations based on visual and electrical testing.